Manufacturer narrative:
A review of the device history record (DHR) for lot no. 1721300111 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. One (1) open, used, sample was returned in a plastic bag for evaluation. Visual inspection observed the catheter was split in two parts. The sample also exhibited signs of use, as there was blood residue on the sample. The reported event is confirmed. The device was more likely damaged during use caused by an inappropriate manipulation by the user. It is important to consider that the instructions for use warns: [exercise caution when using sharp instruments near the catheter¿do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter¿ do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break... Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to tubing tear. Moreover, the defect found caused a leak which would be identified during assembly operations, since manufacturing performs 100% pressure testing during production. Examination of potential causes of this issue included: misuse, nonconforming material, operator failed to follow process or inspection procedures, machine, method, or measurement. Based on the available information, it can be concluded that product was manufactured according to specifications. The device functioned as intended for a period of time. The issue was not identified prior to insertion and it occurred after customer manipulation. Therefore, the most probable cause for the reported issue is misuse. This catheter was most likely damaged during use caused by inappropriate manipulation by the user. The reported customer complaint is confirmed. The probable root cause is customer misuse. No corrective or preventive action is planned at this time. This complaint will be used for trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the argyle 1.9 fr PICC had a hole that wasn¿t evident until it was placed.